Event description:
It was reported that the patient had an increase in seizures after the vns generator replacement. The nurse stated that the patient was stable after the generator replacement, but also mentioned that the patient had increased seizures because the vns generator might have been too high. The physician's office refused to provide additional information regarding this event.